Event description:
It was reported that the unspecified bd infusion set leaked. The following information was provided by the initial reporter: PICC line had medication tubing that was noted leaking. On further investigation found that the leak was occurring where the disc on the med tubing goes into syringe pump.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of leaking at the syringe connection could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the material and lot number are unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number.